Event description:
Biomed reported a delay in completing a 24 hour chemo infusion. The hospital's quatros report included a speculation of whether the pump beeping for large periods of time may have been a factor. Per nurse manager: "this was a methotrexate infusion. It should have started around 1945 on (B)(6) and be completed by 1915 on (B)(6). The rate ordered was 170 ml/hr. It did not finish on time (nurses anticipated the lag and did speed up the rate towards the end but it still ran 29 minutes over). Just wondering if there were any problems delivering that volume per hour or if the pump was alarming and not infusing for any length of time." There was no patient harm reported and no medical intervention was required. No further patient or event details are currently available.

Manufacturer narrative:
(B)(4). Results: field left blank - no available code for inconclusive. Conclusion: field left blank - no available code for undetermined or unknown cause. The requested log review for a reported delay in completing a 24 hour infusion of methotrexate has been completed. The log indicated there were various events that had occurred interrupting the infusion. The total accumulated delay time was calculated to be approximately 22 minutes. The customer had alleged the infusion ran over time by approximately 29 minutes. The accumulated delay events along with the system infusion accuracy delay events along with the system infusion accuracy tolerance of (B)(4) error may be the contributing factors that led to the customer's reported experience. The log had a channel disconnect / communication error event that occurred that accounted for 6 of the accumulated 22 minutes of infusion delay time. No devices or IV administration set were returned. The root cause for the customer's reported experience is unknown.